Event description:
It was reported that the ball bearing fell out.

Manufacturer narrative:
Evaluation: as returned, the instrument is missing a ball bearing proximal to where the articulating surface attaches to the instrument. It is recommended that the instrument is not disassembled because the bearing will fall out; however, there is evidence on the hex-screw head that the instrument was disassembled. The instrument meets manufacturing specifications and has a potential field life of 4 years. Device history records indicate device manufactured to specification.